Event description:
It was reported that the patient had high impedance readings on diagnostics. Device was programmed off on (B) (6) 2009 and x-rays of device were ordered (result of x-rays is unknown). Patient underwent surgery (B) (6) 2009 to replace device due to high impedance. Product has been returned to manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.